Event description:
Customer reported a pt had tpn infusing. Leaking was noted in the bed and they found one of the female luers on the quadfuse extension set was cracked. Pt's blood sugar was low and d10 bolus was required. The PICC line had clotted, was removed and restarted. Although requested, customer stated that no further patient/event info is available.

Manufacturer narrative:
(B)(4). Pt info requested. This report was filed by the MFR. Although requested, the set has not been received. A follow up report will be submitted with failure investigation results should the set be received for evaluation.